Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to moisture damage on the force sensor. Unable to verify other alarms due to the motor error alarms. The motor was tested outside of the device and it passed. The pump also had a cracked case at the display window corners, a cracked display window, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm while priming. The customer also reported the insulin pump would turn off and on before the alarm occurred. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.